Manufacturer narrative:
The reported device issue was verified by natus tech support over the phone with the customer. The customer was sent a replacement intensity switch for the neoblue. The nb user manual, pn 001364 rev. K, provides operating instructions in chapter 4 to check the intensity of the light using a radiometer per the institution's procedure (see section 6.1). The intensity of the light was factory calibrated to deliver 35 [?]w/cm2/nm at the high setting and 15 [?]w/cm2/nm at the low setting at a distance of 12 inches (30.5 cm) from the baby. Intensive phototherapy (>30 [?]w/cm2/nm), may not be appropriate for all infants (i.e. Preterm infants [?]1000g). Several attempts were made to the customer for the status of the device, with no response.

Event description:
The customer reported to natus on (B)(6) 2017 their neoblue 3 had led light intensity switch was defective. The customer did not mention patient involvement, or environmental/safety concerns.